Event description:
It was reported that the pump triggered an alarm 16. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Initially, the customer was unable to reload the original or a new cartridge to resume insulin delivery. Technical support assisted the customer by providing information for a pump reset, after which the customer successfully loaded a cartridge and continued insulin treatment.